Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day after implant, the right ventricular (rv) lead and left ventricular (lv) lead dislodged. The dislodgment was confirmed via chest x-ray. During an attempted revision for the leads, the patient's left lung collapsed and a chest tube was inserted. The rv and lv leads were explanted. Due to "questionable contamination of [the] device pocket" the right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) were also explanted. No further patient complications have been reported as a result of this event.